Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 4:42 a.m., a sample was collected from the patient and it was tested with a laboratory method, resulting with a glucose value of 58 mg/dl. At 5:51 a.m., a fingerstick sample was collected from the patient and it was tested on meter serial number (B)(4), resulting as 442 mg/dl. At 5:58 a.m., a fingerstick sample was collected from the patient and it was tested on meter serial number (B)(4), resulting as 566 mg/dl. At 6:03 a.m., a fingerstick sample was collected from the patient and it was tested on a second accu-chek inform ii meter (serial number (B)(4)), resulting as 67 mg/dl. The customer believed the laboratory result of 58 mg/dl and the second meter result of 67 mg/dl to be more accurate. The results of 442 mg/dl and 566 mg/dl from meter serial number (B)(4) were not believed to be accurate. No treatment was provided to the patient. No adverse events were alleged to have occurred with the patient. Quality controls passed on both meters within 24 hours of all meter testing. The customer was not able to verify if the test strips used for all meter measurements were from the same test strip vial. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Two vials of the customer's test strips were returned. The strips were tested with a retention meter, retention battery, and retention controls. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl vial #1 (8 strips returned) results: level 1: 43 mg/dl, 43 mg/dl, 42 mg/dl level 2: 295 mg/dl, 296 mg/dl, 289 mg/dl vial #2 (8 strips returned) results: level 1: 39 mg/dl, 42 mg/dl, 41 mg/dl level 2: 289 mg/dl, 292 mg/dl, 289 mg/dl all returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy.